Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR), the device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Probable causes of the reported failure are below. Transmission failure due to dirt or water droplets adhering to the scope connector contacts. Transmission failure due to broken digital light source cable or improper connection. Video signal transmission failure due to patient board failure. Due to the intermittent disruption, rather than the lack of display of any endoscopic images, it is likely that communication is partially impeded by dirt or water attached to the scope connector contacts, or that the digital light source cable maj-1933 is disconnected or improperly connected, or that some device on the patient board (such as a quartz or lvds communication device) is accidentally defective. Additionally, connection failure of the endoscope body, the light source cable likely occurred. As stated on the IFU and as a preventive measure, the user manual states: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a biopsy procedure the cv-190 exhibited intermittent loss of image. According to the reporter, the issue happened on multiple scopes. The scopes model and serial numbers used on the device was not provided. The reporter stated that there was a minimal delay on the procedure and the subject device was replaced. There was no patient impact or harm was reported due to the incident. No user harm or injury was reported.